Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 131 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that trying to do a bolus but the numbers on the screen of the insulin pump would just keep scrolling. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.